Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
It was reported that a aristotle colossus guidewire malfunctioned during a basilar aneurysm procedure. The guidewire was said to have unraveled or delaminated as it was being pulled out of the patient. The broken piece remained in the rhv and catheter junction. The physician indicated that the fellow closed the rhv tight which pinched the catheter thus pinching the colossus guidewire. There was no patient injury as a result of the malfunction.